Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for an unrelated issue. Device check was performed and the device was able to be interrogated. During the battery performance upgrade, the patient moved and wand communication was lost. Upgrade was re-attempted, but the device found to be in backup vvi mode. The patient was stable and will continue to be monitored.

Event description:
New information received notes that device reset was performed. Battery performance upgrade was neither attempted nor scheduled. The patient was stable post device reset.